Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alarm. The issue started on (B)(6)20/17 than it happened again on (B)(6)2017. Troubleshoot was performed. Customer cannot recall blood glucose reading. Customer said replace battery now without a low battery warning happened twice, changing to new battery did not resolved the issue. Customer reported battery cap was not damaged. Customer was advised to replace the insulin pump. Customer also reported power loss issue. Customer was advised to use the insulin pump until replacement arrives. Insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms or unexpected power loss alarm noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with minor scratched lcd window, stained keypad overlay and cracked retainer.